Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient had not charged up the ipg and had a remote control that would not communicate with the ipg. The patient's x-ray revealed that there seemed to be a fracture on the device. It was unknown if the fracture was on the lead or ipg.

Event description:
A report was received that the patient had not charged up the ipg and had a remote control that would not communicate with the ipg. The patient's x-ray revealed that there seemed to be a fracture on the device. It was unknown if the fracture was on the lead or ipg.

Manufacturer narrative:
Additional information was received that no further information can be obtained by bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had not charged up the ipg and had a remote control that would not communicate with the ipg. The patient's x-ray revealed that there seemed to be a fracture on the device. It was unknown if the fracture was on the lead or ipg.